Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies fever and chills. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy) and surgery (otal hysterectomy (uterus and cervix removed) unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine haemorrhage, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, pelvic ultrasound examination: post operative essure cramping. Concerning the injuries reported in this case, the following one were reported via medical records event abnormal uterine bleeding and also confirming events pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('chronic pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pelvic pain syndrome. She denies fever and chills. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 20 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy and otal hysterectomy (uterus and cervix removed) unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, abnormal uterine bleeding, alopecia, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for abnormal uterine bleeding with essure. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date (B)(6) 2015 (discrepancy noted as per pif). Right tube with 1 coils being noted, in a similar manner, the left sided device was placed with 1 coils being noted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Diagnostic results: on (B)(6) 2015, pelvic ultrasound examination: post operative essure cramping. Concerning the injuries reported in this case, the following one were reported via medical records event abnormal uterine bleeding and also confirming events pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('chronic pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic pelvic pain syndrome. She denies fever and chills. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 20 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding"), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy and otal hysterectomy (uterus and cervix removed) unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, abnormal uterine bleeding, alopecia, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for abnormal uterine bleeding with essure. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date (B)(6) 2015 (discrepancy noted as per pif). Right tube with 1 coils being noted, in a similar manner, the left sided device was placed with 1 coils being noted diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Diagnostic results: on (B)(6) 2015, pelvic ultrasound examination: post operative essure cramping. Concerning the injuries reported in this case, the following one were reported via medical records event abnormal uterine bleeding and also confirming events pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporters, concurrent conditions, lab data and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with total hysterectomy and unilateral salpingectomy on (B)(6) 2015, with essure removal on (B)(6) 2015. At the time of the report, the device breakage, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, device breakage, dysmenorrhea are added. Lot number, lab data and product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding / abnormal bleeding") in a 25-year-old female patient who had essure (batch no. C49140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies fever and chills. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine haemorrhage, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, pelvic ultrasound examination: post operative essure cramping. Concerning the injuries reported in this case, the following one were reported via medical records event abnormal uterine bleeding and also confirming events pelvic pain and vaginal bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record was received-event abnormal uterine bleeding was added. All relevant medical history, concurrent condition, concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2015, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.